Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak (appeared to be lh cleaner) from the tubing below the vacuum regulator, in the main diluter, and leaked onto the table under the coulter lh 500 instrument, which was not running when the leak was observed. The leak was not contained the operator was wearing a lab coat and gloves but no eye protection at the time the leak was discovered. There is an exposure control plan. The leak did not affect sample integrity and there was no cross contamination. The leak did not impact electrical or optical performance of the unit. No erroneous results were reported out of the lab and the leak did not affect sample results. There was no direct biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012, to address this issue. The fse observed dried lh cleaner visible inside right side door of analyzer and found small hole in black stripped tubing routed through pinch valve pv42. The fse replaced the black stripped tubing in pv42 and performed shut down and startup to confirm no more leakage. Failure mode: attributed to a hole in tubing routed through pinch valve pv42. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).